Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent posterior lumbar interbody fusion (plif) surgery at l2/3/4/5 levels for the treatment of degenerative scoliosis. Post-operatively, left l4/5 set screw was found loosened, and symptom like metallosis was observed. Revision surgery was performed and the loosened screw was removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.